Event description:
It was reported that the patient was seen in the ER (emergency room) for syncope and that multiple external shocks were delivered by the ER. It was found that the right ventricular (rv) lead was oversensing and that therapy was delayed due to inappropriate onset detection by the device. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).